Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 05dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit had error code message of 3.3v voltage rail failed. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19jun2019. Date rec¿d by MFR: 18jun2019. The manufacturers field service engineer (fse) confirmed the reported 3.3 voltage rail failed issue. The manufacturers field service engineer (fse) replaced and fitted the printed circuit board assembly (pcba) board, and re-calibrated the focus. Completed and safety tested - all passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.